Event description:
It was reported that the external pulse genarator was "cutting out," that it stopped pacing and was possibly shutting itself off. A new battery did not resolve the issue. It was unclear whether it had been in use on a patient at the time of the incident. The generator was returned for service. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event. It was noted that the upper and lower cases were broken and contaminated, one bail cover was broken, the lead flex cover was broken and contaminated, the battery contacts were compressed, the keyboard was scratched, the display was contaminated, the battery flex was corroded and the heart lead flex was contaminated.